Event description:
The hcp reported a suspected inflammatory mass approximately 1cm in diameter. "The mass appears to be laminated in appearance with a distinctive concentric ring pattern." The pt had the catheter implanted in 1994 with the tip at approximately t-10, and is receiving hydromorphone 40 mg/ml at 12 mg/day. The pt reported numbness in the lower extremities in 2005 and has remained stable. The mass was just discovered recently after an MRI scan. A follow up report will be when additional information is received.